Event description:
A healthcare professional called for help with the customer's contour meters. The customer tested his blood glucose using both meters and received readings of 201 and 89 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The caller was advised to return the test strips for evaluation, but they were not received by the qa lab. Replacement test strips and a new meter were sent to the customer.